Event description:
Pt was using oxygen in their automobile, turned on post valve on oxygen tank, a flash fire went from the post valve into the oxygen regulator causing the pressure gauge on the regulator to be destroyed. The pt received 2nd degree burns on their hands.